Event description:
The user facility reported that the printer access door fell off of their century sterilizer contacting an employee's head. Report of injury (small bump on head); no medical treatment sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite and spoke with user facility personnel and learned that contrary to the reported event, the employee bumped their head on the printer access door causing it to detach from the unit. Due to the reported event, the printer access door required replacement. The technician replaced the door and screws, tested the unit, confirmed it to be operating according to specification, and returned it to service. No malfunctions were identified with the century sterilizer. The reported event is attributed to user error. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.